Manufacturer narrative:
Cine image review: review of the procedural images confirmed the difficult nature of the vessel/lesion morphology. The images capture the attempted delivery of the stent. The dislodged stent is visible on the guidewire at the tip of the guide catheter. The proximal stent wraps appear to be deformed and bunched. An unidentified stent is subsequently deployed at the lesion site.

Event description:
It was reported that during use of a resolute onyx drug eluting stent that the stent dislodged. The target lesion located in the mid rca had moderate calcification, mild tortuosity with exhibited 80% stenosis. There were no issues reported on removing the device from the hoop or removing the protective sheath. The device was inspected with no issues noted with negative prep performed with no issues reported. The lesion was pre-dilated and the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however no excessive force was exerted. It was reported that the stent dislodged when pulling back/withdrawing the device. The dislodged stent was removed using a snare. No patient injury reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.